Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the fs precision neo were reviewed and the dhrs showed the fs precision neo passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a setting issue with the adc meter. The customer indicated they were unable to set the date and time on the meter. Due to this, they experienced hypoglycemia with seizure, loss of consciousness and was taken to the hospital where they received two unspecified drips. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Current date and time was set on the meter . Incorrect date and time was not observed. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a setting issue with the adc meter. The customer indicated they were unable to set the date and time on the meter. Due to this, they experienced hypoglycemia with seizure, loss of consciousness and was taken to the hospital where they received two unspecified drips. There was no report of death or permanent injury associated with this event.